Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to assess the instrument. The customer began to troubleshoot the leak with help from the customer technical service (cts) over the phone. The customer drained both baths then flushed through the drain pathways. The instrument was verified with startup and quality control (qc) passing with no further leaks observed. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported failing hemoglobin (hgb) and red blood cell (rbc) during startup and approximately 10 mls of fluid had overflowed from the baths of the coulter ac·t diff analyzer onto the counter top. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. There was no death, injury, of affect to user or change to patient treatment attributed to this event.